Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that possible posterior leaflet damage requiring intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was advanced to the mitral valve and during leaflet grasping it was suspected that posterior mitral leaflet damage occurred. The first clip was implanted and a second clip was implanted to stabilize the first clip. The procedure concluded with mr reduced to 2-3. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported tissue injury is due to procedural conditions. Moreover, the cause of the reported imaging issue is challenging patient anatomy. The reported tissue injury as listed in the mitraclip instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported medical intervention was a result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.